Event description:
It was reported that the ventilator failed internal leakage test and flow transducer during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the flow transducer test and internal leakage test (with message "volume too small") failed during pre-use check (puc). Identification of issue has been done by analyzing problem description. Unfortunately, device logs and service report have been not available for the further analyze of the issue. The issue was decided to be reported based on available information as a defective gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. According to the information provided by the technician, the air gas module was found to be faulty (cross check with another gas module). Its replacement is necessary to resolve the issue. The air gas module regulates the inspiratory gas flow and gas mixture. Defective part has not been returned for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).